Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a report of feeling palpitations. A remote transmission indicated that the patient's implantable pulse generator (ipg) reported a sensing integrity warning due to an elevated sensing integrity counter (sic) count since implant about three months previous. No oversensing was noted in the transmission information nor recording of any elevated rate episodes since two months ago. There were no reported changes and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.